Manufacturer narrative:
Aborted treatment. Vertical gas breakthrough. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that system had a vertical gas breakthrough when creating flap of patient''s left eye. Surgeon elected to not lift flap and have the patient return on 4-20-18 to complete photorefractive keratectomy on that eye. No cone was saved and no other patients involved.